Event description:
A 50 yr old white gravida 3 para 3 female status post bilateral submuscular 165cc dow corning gels placed for augmentation on 9-11-78. Pt complained of rt sided burning pains and has noticed recent change in shape of the rt implant especially when lying down. She denies decrease in size but reports increased encapsulation for 2 yrs. Pt denies history of trauma. In addition she has progressively disabling systemic symptoms including rt sided arthralgias (positive hands) myalgias, dysesthesias, fatigue, sleep disturbances, headache's, visual changes, memory loss, sicca, hair loss, rashes, sensitivity to sun, shortness of breath, palpitations, hashimoto's, weight gain and gastrointestinal changes. Pt is otherwise healthy.